Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 3 failed. A field service engineer had removed full height (fh) drawer three from the station, found the latch missing the magnet. The engineer had replaced the inseparable latch, returned the drawer to the station. The engineer had powered the station down, removed drawer four. The engineer had found the latch sensor on drawer 4.1 torn out of the connector, replaced the hard stop. The engineer had returned drawer four to the station, powered the station back on. The engineer had launched hardware test application (hta), performed a final test and posted results. The engineer had launched the application, confirmed with pharmacy staff that drawer three was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.